Event description:
Procedure: unk. According to the reporter: it is reported that there was a pt injury as it was written on the box of the device following use, "tissue in jaws."

Manufacturer narrative:
(B)(4)